Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bearing was misaligned. At the time of the report, there was no known impact to a patient. Additional information was received stating that the reported that there was no patient or staff impact and event context was post-operation.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined there was a bearing that was misaligned. The likely cause of failure could not be determined. It was noted also that the scratches, dents, and tool burr was wobbly due to the broken tip bearing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bearing was misaligned. At the time of the report, there was no known impact to a patient. Additional information was received stating that the reported that there was no patient or staff impact.